Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body due to weld failures.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spindle cap broke off the spacer. A new spacer was used and the procedure was completed successfully.